Event description:
There were five (5) complaints of pseudoaneurysms post sheath removal from the same hospital. All of the complaints involve different physicians and cath lab personnel. The report also stated the dilators to the sheaths were "rough." The products were clinically used. The products will not be returned for inspection. There also was no information available regarding event dates, patient information, site involved, or treatment of the pseudoaneurysms despite multiple attempts. After the removal of 5 sheath introducers form 5 different patients at one hospital, pseudoaneurysms were detected. No clinical details were provided regarding the patient's vasculature or need for treatment. It was reported that different physicians inserted the lines and different hospital personnel removed the lines. No products were returned for analysis. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the device history record and lot history could not be performed. With this complete lack of information, it is not possible to determine what factors may have contributed to the events.